Event description:
The initial reporter received 123 questionable ise indirect na and k for gen.2 results from 74 patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated that the module was also producing ion-selective electrode (ise) voltage alarms. The initial results were reported outside of the laboratory. Refer to the attachment in the medwatch for examples of questionable results. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer provided calibration and qc data which indicate handling issues of the ion-selective electrode (ise) unit. No further issues were reported by the customer.  The investigation determined that the issue was caused by human factors.